Manufacturer narrative:
(B)(4). A visual inspection of the architect i2000sr analyzer by an instrument service technician identified smoke buildup as well as an excess amount of buffer buildup on and around the components in the r1 pipettor/syringe area. The area was cleaned and the syringe, pipettor and main pipettor cable were replaced. Neither the cause of the smoke nor the causes of the buffer buildup/splashing were apparent upon visual examination. Troubleshooting continued and a vacuum low error was generated on startup. The instrument service technician inspected the vacuum pump and identified that a capacitor attached to the vacuum pump was melted and had a hole in it. The melted capacitor was directly below the r1 area and was considered to be the cause of the smoke. The vacuum pump was replaced to resolve the issue. Further inspection of the r1 area was conducted during auto-flush to identify leaks or spraying, but no leaking was observed. A review of service history for architect (B)(4) serial, identified no contributing factor on or around the date of the event. The architect operations manual provides the user adequate information for troubleshooting error codes and adequate information regarding electrical hazards and instructions for performing an emergency shutdown of the i2000sr. No trends for tickets with replacements of the vacuum pump or similar complaints were identified. Based on the results of the evaluation, no deficiency was identified for the architect i2000sr or components.

Event description:
The laboratory stated that during weekly maintenance smoke was smelled and visibly seen from the architect i2000sr r1 syringe pipettor area. The operator turned off power and unplugged the architect i2000sr. No visible fire was seen and no injury was reported.